Event description:
It was reported that rotation speed was unstable. A 1.50mm rotapro and a rotapro console were selected for use in a percutaneous coronary intervention with coronary atherectomy in the mid left anterior descending artery. During the procedure, the burr would not maintain a consistent speed on the console. The speed kept jumping up and down between 140,000 rotations per minute (rpm) and 190,000 rpm. The pressure, the drip, and all the connections were checked, but everything appeared to be fine. The fiber optic cables were flipped around, but nothing resolved the problem. The procedure was successfully completed with the original devices despite the issue. No patient complications were reported, and the patient was stable post procedure.

Event description:
It was reported that rotation speed was unstable. A 1.50mm rotapro and a rotapro console were selected for use in a percutaneous coronary intervention with coronary atherectomy in the mid left anterior descending artery. During the procedure, the burr would not maintain a consistent speed on the console. The speed kept jumping up and down between 140,000 rotations per minute (rpm) and 190,000 rpm. The pressure, the drip, and all the connections were checked, but everything appeared to be fine. The fiber optic cables were flipped around, but nothing resolved the problem. The procedure was successfully completed with the original devices despite the issue. No patient complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a rotapro console. Visual examination of the device showed the enclosure had a scratch about one inch long across the front housing panel and the rest of the console in over all good physical condition. The console passed full functional tests and unable to replicate the fault condition. Inspection of the remainder of the device, revealed no other damage or irregularities.